Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time.¿¿ investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air in the blood warmer tubing during a continuous mononuclear cell collection (cmnc) procedure on a spectra optia device. Per the customer, the operator manually removed the air using a syringe and the air accumulation and removal occurred several times. It was reported that 40 ml of blood was removed from the circuit and the treatment was ended early. Patient ID, ag, gender and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the lot number was not provided, therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Technical support noted that it seemed to be a mix of the low flow necessary for paediatric patients, the length of the procedure needed for paediatric patients, and maybe also the altitude of (B)(6) , where the procedure was performed. As a result of these factors there are small bubbles that build up in the blood warmer tubing, called outgassing. Eventually these bubbles conglomerate creating larger air bubble pockets. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air in the blood warmer tubing during a continuous mononuclear cell collection (cmnc) procedure on a spectra optia device. Per the customer, the operator manually removed the air using a syringe and the air accumulation and removal occurred several times. It was reported that 40 ml of blood was removed from the circuit and the treatment was ended early. Patient ID, age, sex and outcome were not provided by the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the lot number was not provided; therefore, a DHR search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Terumo bct technical support noted that it seemed to be a mix of the low flow necessary for paediatric patients, the length of the procedure needed for paediatric patients, and maybe also the altitude of colorado, where the procedure was performed. As a result of these factors there are small bubbles that build up in the blood warmer tubing, called outgassing. Eventually these bubbles conglomerate creating larger air bubble pockets. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. Correction: terumo bct technical support provided recommendations to lower the temp option on the blood warmer, decrease the amount of tubing used across the blood warmer, or remove the need for blood warmer by maintaining the patient warm using other methods. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined. A low flow necessary for paediatric patients, the length of the procedure needed for paediatric patients, and maybe also the altitude of the hospital could contribute to the bubbles in the blood warmer tubing. Air in the blood warmer line that may arise if the luer connection between the return and blood warmer line is too tight that a small crack may appear, or the blood warmer may be placed too high up from the patient access point that air can develop in the line as a result. Another possible root cause for air bubbles in the blood warmer tubing was due to outgassing of cold replacement fluids. During exchange procedures on spectra optia, the replacement fluids may be cold. If they are not allowed to warm to room temperature, and if the return blood is warmed, air bubbles may form. The reason for this "outgassing" is that gasses are more soluble in liquids at low temperatures than at higher temperatures. If at a low storage temperature air is available to dissolve in a fluid and approaches its equilibrium solubility at that temperature, when the fluid is warmed the air will come out of solution, because its solubility is exceeded at the higher temperature. It is typically described as chains of very small bubbles or foam, which tend to rise toward the top of the tubing. The small bubbles may coalesce to form larger bubbles.

Event description:
The customer reported air in the blood warmer tubing during a continuous mononuclear cell collection (cmnc) procedure on a spectra optia device. Per the customer, the operator manually removed the air using a syringe and the air accumulation and removal occurred several times. It was reported that 40 ml of blood was removed from the circuit and the treatment was ended early. Patient ID, age, sex and outcome were not provided by the customer. The collection set is not available for return because it was discarded by the customer.